Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 and (B)(4) was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent kyphoplasty. Intra operative a slight cement leakage was confirmed on the t12/l1 level intervertebral disc. Cement entered the part where the fracture occurred and leaked to the inter vertebral disc. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.